Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3093-28, lot# v342039, implanted: (B)(6) 2009, product type: lead. Product ID 3037, product type: programmer, patient. Product ID 3093-28, lot# v342039, implanted: (B)(6) 2009, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient programmer was not working. She cannot get it to synch with implant. She encountered this problem the day of reported event. When she hits synch button, screen reverts to splash screen. She was using regular alkaline batteries, nothing heavy duty or rechargeable. The patient just changed out the batteries for brand new ones as well. She had not dropped or gotten programmer wet. She hadn't turned programmer on in 6 or 8 months. The patient reports a loss of therapeutic effect. She had been having some problems with her bladder recently. The reason ins (stimulator) was implanted was because she would feel the need to urinate and she would go to the bathroom but nothing would come out and the nerve conduction system wasn't working either. She had neurostimulator implanted 5.5 years ago and it had been working just fine ever since, but within the last week when the patient had tried to go to the bathroom, several times a day this happens the patient had the need to urinate but nothing would come out. It was just like it was before she had device implanted. It was later reported that the patient was getting manufacturer splash screen when sync button, no telemetry and getting poor communication screen. It was reported four days later that the patient was getting the blank programmer screen. She had (B)(6) batteries in the programmer. The patient does not know if the batteries were alkaline or rechargeable. The patient was sent a new programmer and the programmer screen was completely blank. The patient said last week that she was seeing the sync now screen and she could not get it to go beyond the sync screen. The patient will try purchasing new batteries to see if she was able to access the therapy screen on the programmer. After changing the batteries in the programmer if she was not able to sync or use the programmer when it had new alkaline batteries she will contact her hcp (healthcare provider) to have the de vice checked. Additional information received reports the patient do not have concerns with their device or therapy. The patient received assistance from manufacturer representative and their concerns were resolved. The patient was having no problems now. Upon device return for first programmer tried, analysis found non-significant anomalies. Resoldered antenna jack for preventive maintenance. C200 a patient reported old issue with her first implant. The patient noticed they were not getting stimulation last winter. They went to schedule the surgery to have the battery replaced because it was 6.5 years old and they got on the operating table and the manufacturer representative (rep) and healthcare professional (hcp) found out that the battery and lead were disconnected and that it broke. It was reported there was nothing connecting the battery to the lead wire. It was noted they had to make a larger incision because they had to find the other end. The patient noted they could not urinate so they had increased it from 1 to 5 and was hoping to get it working. The patient stated they were still having issues so they went to the hcp and the rep figured out at that point the battery was dead and there was no life whatsoever. The patient noted the issues with the battery were in (B)(6) of 2015. Additional information from the manufacturer representative (rep) reported the case was done over 6 months ago and they did not have a recollection on if the battery was disconnected or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.